Event description:
The customer stated that she tested her blood glucose one morning and received a reading of 106 mg/dl using her elite meter. She began shaking after she tested her glucose, so her son called paramedics. Paramedics arrived about 30 minutes later and they tested the customer's glucose at 41 mg/dl using their meter. She was treated with oral glucose, but was not taken to the hospital. Troubleshooting of the customer's meter was not possible as her control test solution was expired. The test strips are to be returned for evaluation. A new breeze2 meter kit was sent to the customer.